Event description:
It was reported that this was a spinal fusion (thoracic-lumbar junction) with the vertecem v+ cement kit and prime fenestrated screw for ovf of 12th thoracic vertebra on (B)(6) 2025. A vertebroplasty for a fracture of th12 with the vbs m size was performed first. Cement injection was started in 9 minutes, a total of 7.4cc of the cement was injected on both sides (left and right sides). In order to prevent the cement mass from dislodging, the surgeon regurgitated the cement into the pedicle. CT images showed that the stent and cement were one solid mass with a clear boundary between it and the surrounding bone. The same was true for the cement inside the pedicle; there was no dislodging. After that, the surgeon inserted 8 fenestrated screws in total in th10-l2 of 2a-2b. Th12 was skipped. The cement was mixed according to the surgical technique, and in approximately 8 minutes, the cement was confirmed not to stick to the glove when tapped, not to drip from the open cannula, and to form a strong curve like a pig's tail, injection was begun. Because the bones were very fragile, the cement was injected at all 8 fenestrated screws. Th10: left 1.5 cc, right 0.5 cc, th11: left 1.0 cc, right 1.5cc, l1: left 1.0 cc, right 1.5cc, l2: left 1.5 cc, right 1.5 cc. The surgeon performed the procedure while checking the image intensifier, and no cement leakage was observed. Therefore, the initial surgery was completed successfully. Postoperative imaging confirmed leakage of cement into the spinal canal. Cement leakage has spread successively in a thin plate-like pattern to the anterior part of the spinal canal (the gap between the posterior longitudinal ligament and the dura mater) from near th8, which is further cranial than th10 (uiv), to near th12. The image looks similar to opll. Therefore, it is not thought to be leakage into blood vessels. Since this was a case of a patient who already had some paralysis, there were no neurological symptoms due to the leakage. The surgeon suspected leakage from the hole in the vagi vertebral vein on the posterior wall of the vertebral body, so the surgeon checked, but no cement was found in that area. Therefore, the surgeon seems to assume that the cement had seeped out from the vertebral body. A ball-shaped cement mass has formed near the screw hole, which is the same as when using a regular fenestrated screw. The surgeon confirmed that there was no health risk.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.